Manufacturer narrative:
Event date: unknown: dates of patient falls are unknown. This report is for four (4) unknown cortex screws. Date of original implant is unknown. Complainant device is expected to be returned for manufacturer review/investigation, but has yet to be received. Unknown, as no lot or part numbers were provided for these complainant parts. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ortho distracter was used in surgery. It was also noted that two (2) screws were wasted during the procedure. The patient was admitted to a rehabilitation facility. The provided x-rays were reviewed by the manufacturer and it was noted that a screw pulled out and hardware failure. (B)(4).

Event description:
It was reported that the patient experienced hardware failure, which required revision surgery on (B)(6) 2015. The original implant date is unknown. The devices originally implanted include: a variable angle locking compression plate, quantity five of 5.5mm variable angle (va) locking screws, and quantity four of 4.5mm cortex screws. Since the original surgery, the patient has fallen twice. The devices were removed without complications during the revision procedure. The plate was noted to be bent. No delay reported in surgery time. This report is for four (4) unknown cortex screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the surgery was about two weeks previous to complaint being reported, but specific date is unknown.this report is for (4) unknown 4.5mm cortex screws.

Manufacturer narrative:
Additional patient information: patient¿s height was reported as 5 feet 3 inches. Patient¿s medical record number is (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received april 23, 2015: per patient operating room (or) reports, the original surgery was an open reduction internal fixation (orif) procedure for a left femur periprosthetic fracture. This original procedure took place on (B)(6) 2015. The or reports indicated that "the proximal screw was then placed with the targeting guide. The screw was found to have missed the plate. The screw was then removed. The screw was then re-inserted and confirmed to be through the plate." A review of the records of utilized hardware determined the unknown screws to be 5.0 mm locking screws, not 5.5 mm. Additionally, the records show that there was a quantity of 4 (four) 5.0mm locking screws implanted. This report is for one (1) known 4.5mm cortex screw (part 214.836). This report is 3 of 10 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: no product issue was identified in the complaint or noted upon examination of the four returned 4.5mm cortex screws. The four (4) returned 4.5mm cortex screws of varying lengths were received in worn condition consistent with insertion, implantation for an extended period of time, and removal. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.